Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: the patient was preoperatively diagnosed with degenerative disc disease and underwent following procedures: anterior discectomy, interbody fusion l3 through s1 with mobilization of great vessels. The patient was preoperatively diagnosed with mechanical disc disease with bilateral radiculopathy, greatest at l3 to s1 and underwent following procedures: anterior transabdominal approach, exploration of abdomen, mobilization of great vessels, exposure of l3 to s1 and closure. Anterior lumbar discectomy of l3-l4, l4-l5 and l5-s1. Implantation of inter body cage fixation, l3-l4, l4-l5 and l5-s1. Anterior interbody fusion with rhbmp-2, autograft, prp matrix, l3-l4, l4-l5 and l5-s1. Anterior plate and screw fixation, ls-s1. Posterior laminotomy and laminectomy with bone harvest, l3 to s1. Posterolateral transverse process, interfacet fusion with rhbmp-2, autograft, prp matrix, l3 lo s1. Cortical screw and rod fixation, l3 to s1. Somatosensory evoked potential and direct pedicle screw stimulation technique. As per op-notes¿ next, distraction was done with 12 and 14 mm cages and the appropriate size cages were brought in the field, packed with rhbmp-2 prepared per the manufacturer's specification on collagen sponge, packed into the cage,distracting the disc space under distraction and compression with further bmp and matrix packed around the cages themselves for hemostasis and protection from the retroperitoneal space. The bone was reharvested and mixed with rhbmp-2. Next,decortication of the facet complex, residual lamina, lateral pars and transverse process was done, and bone graft was placed here from l3 to s1 after copious irrigation of vancomycin irrigation and vancomycin powder was added to the wound.¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.